Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient reported 2 reps informed them that the ins was implanted too deep. Patient to discuss with hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2025. E2, e3: additional information was received from a manufacturer representative (rep). The rep reported that they didn¿t have any issues connecting to the patient's device at the time of surgery, either to the various applications/accessories, or to the implanted unit, however the patient sent a text that they have been having issues. Following the implantation of the device the patient was able to charge, and the implantable neurostimulator (ins) was at 100% when rep met with the patient (but it was the day after surgery and the device has been off). The rep had not met with the patient since then. The rep had set the patient on group a and calculated them according to the dtm workflow. Patient's device was to last about 1.8 ish days. The patient reported to the rep last that their device was dying within 12 hours, but they had increased their settings from the 4¿s to the 7¿s, and had changed groups, so the rep cannot confirm if the device was depleting at a rate that would not be expected given their increase in intensity, and a change to a group that did not have cycling enabled. The ins did have electrodes out of range, but the rep programmed around them. A different rep reported that the ins was implanted too deep and patient is having difficulty charging.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported they believe that the implant was implanted too deep and therefore the patient couldn't charge properly. Rep tried to connect with their communicator, pt's charger, and even move the device around. Rep reported pt had a revision done and the issue was resolved.